Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that the customer had diabetes ketoacidosis and went to hospital. The customer's blood glucose level was unknown. The customer was eight months pregnant, lost the baby and was out of hospital at the time of report. The customer woke up with high blood glucose level and had fever. The insulin pump will not be returned for analysis.